Manufacturer narrative:
Though no med/injury intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for med/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint for overheating. Root cause: set/tail/head assembly, normal wear.

Event description:
In this event, a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.